Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-00188.

Event description:
This is 1 of 2 reports. A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp head holder slipped and had caused scalp laceration during a skull base and spine surgery. Additional information has been requested.

Manufacturer narrative:
The device was not released for evaluation therefore the failure analysis to identify root cause to the end users experience could not be determined. This device exceeds its expected life of 7 years. The reported complaint was not confirmed.

Event description:
N/a.